Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Patient demographics unable to be obtained.

Event description:
As reported, in patient with high-grade av block associated with syncope treated with isoproterenol and requiring temporary pacing, this swan ganz pacing catheter did not pace when it was connected to the external pacing box. The catheter had been inserted as per procedure and all output settings were appropriate. Multiple troubleshooting steps were undertaken, including checking connections, replacing the pacer box, flushing the line and confirming placement by multiple physicians without success. A new catheter of the same model was then inserted, which functioned normally. There was no allegation of patient injury; procedure was prolonged as multiple physicians attempted to troubleshoot malfunctioning wire. The device was available for evaluation. Patient demographics not available.

Manufacturer narrative:
Added information to section d9 and h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of pacing difficulties was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through an electrical inspection process.